Manufacturer narrative:
The field reports of ¿low sensing¿ and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
During an initial implant procedure, increased pacing impedance and decreased sensing were observed on the right ventricular (rv) lead. The rv lead was then explanted and replaced to resolve the event. The patient is stable with no consequences.